Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation and medical record review. The complaint for valve degeneration was confirmed based on the provided medical report. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. The device was not returned for evaluation. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 3 years and 20 days post tavr there was severe aortic valve stenosis (ava 0.86 cm2) and severe increased transvalvular gradient (av mean gradient 73mmhg).'' Additionally, noted that ''valve was explanted due to early valve failure''. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Per the medical report, patient had diabetes and hyperlipidemia. Diabetes and hyperlipidemia are known factors that may increase the risk of valve calcification leading to early valve degeneration (stenosis, increased gradients). As such, available information suggests that patient factors (diabetes, hyperlipidemia) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective nor preventative action is required.

Event description:
As reported by an field clinical specialist (fcs), approximately 3 years and 5 months post tavr procedure with a 26mm sapien 3 ultra valve in the aortic position the valve was explanted. Per additional information received from the fcs, the sapien valve was stenotic with high gradients. Per medical record review a tte performed approximately 3 years and 20 days post tavr there was severe aortic valve stenosis (ava 0.86 cm2) and severe increased transvalvular gradient (av mean gradient 73mmhg). As a result, the valve was explanted approximately 3 years and 5 months post tavr.

Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve was not returned for evaluation.